Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The ercp-1-cramer is not labeled as wire guide compatible. In addition, the label shows a 1 mm distal tip. Cook endoscopy does not have a wire guide that is capable of passing through a 1 mm tip. Due to confusing information in the instructions for use regarding wire guide usage, the end user contacted product management in regards to which wire guide was recommended with this ercp catheter. The end user was provided the wrong information which contributed to the confusion. Prior to distribution, all cramer ercp catheters are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook cramer ercp catheter. The doctor was attempting to cannulate the minor papilla and tried to pass a wire guide through the catheter but was not successful [use error]. The nurse contacted a cook district manager for advice on which wire guide to use. The nurse was given conflicting information from cook on a compatible wire guide [ercp-1-cramer is not intended to be used with a wire guide]. The doctor also used a sphincterotome to attempt cannulation of the minor papilla with no success. The patient needed admission [to the hospital] as he had pain following the procedure. The patient may need another procedure.